Event description:
The information provided to sjm indicated a 6f pacel bipolar pacing catheter was selected for use. Allegedly, the removal of this lead caused ventricular tamponade. Additional information has been requested.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The pacel bipolar pacing catheter instructions for use (IFU) states that potential adverse effects may be associated with the pacel bipolar pacing catheter. These include arrhythmias, cardiac perforation, cardiac tamponade, and damage to vessel or valve structures.